Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report the receiver initalized without a manual restart on (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observations related to the customers complaint of initializing without manual restart. A global receiver functional test was performed on the receiver, finding no failures related to the customers complaint. Data was downloaded from the receiver and reviewed data logs, finding one firmware error. The complaint was confirmed. The root cause was determined to be a firmware failure, post investigation.